Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between february 5, 2014 ¿ february 6, 2014. Evaluation summary: baxter received one unit for evaluation. Visual inspection revealed a solid white fragment of the duckbill valve approximately 2.53 mm in size, floating in the fluid of the reservoir. The particle was in the fluid path. The particle was identified to be polyisoprene material via fourier transform infrared spectroscopy scanning. The duckbill valve component is made of polyisoprene. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had a piece of plastic inside of the balloon. The particulate matter was identified when the device was being filled with 500 mg of desferrioxamine in 20 ml of water for injection. There was no patient involvement. Additional information was requested and is not available.